Event description:
Approximately one year ago, pt with rheumatoid arthritis was implanted with an occiput plate and an unknown number of screws. Post-op, pt developed an infection as the result of a fall. Pt underwent revision surgery on (B)(6) 2011. During the revision surgery, it was discovered that the plate and one screw were broken. All hardware was removed except for half of the broken screw which the surgeon decided to leave inside the pt.

Manufacturer narrative:
Investigation is on-going. No conclusion can be drawn at this time.